Manufacturer narrative:
Update to b4, g3, h2, h6 (additional code) and h10 to reflect additional information provided from an imaging review. Images were provided to edwards for review. The images were reviewed by an edwards thv training manager imaging, and the following observations and impressions were provided: the valve area is borderline 26/29 therefore suitable for a 26mm s3 valve, especially when one considers the leaflets calcification and the calcification protruding in lvot. The coronary height is adequate. The leaflets are severely calcified with some calcifications protruding in the lvot from rc and lc, although not too deep. The femoral arteries are suitable for a 14f esheath and meet the minimal vessel diameter. This information does not change the reportability of the complaint. Although the exact root cause cannot be determined, it is possible that the severe calcification contributed to the event.

Manufacturer narrative:
The device remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The investigation results are inconclusive as no patient information was provided, however, the event could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 26mm sapien 3 valve was placed 80/20 aortic in aortic position, by right transfemoral approach. The valve was implanted in two step variation with nominal volume. After implantation, the patient was stable and imaging showed no pvl or central ai. After a couple of minutes, blood pressure dropped and echo showed a pericardial effusion. A pericardiocentesis was performed and 1500ml blood was aspirated. It was reported the pericardial effusion happened after final valve implantation. The decision was made to convert the patient to open sternotomy and a rupture above the stent from the sapien 3 was visible. The patient died the same day of the procedure. The cause of death was annular rupture. The valve was pre-dilated with a 23mm edwards balloon because of high calcification. The patient was stable after pre-dilation.